Event description:
It was reported the patient called into the answering service and thinks there is a small leak from the chemo pump. He was asked to come to the ed if he was not able to reach the facility since it is leaking chemo. He called the facility, and they turned it off. He called back and noted a small spill on the chest and his hand from before. No issues on the chest, his hand felt sore, so he put a burn cream on it. I discussed that he can either go to the ed for evaluation or wait for clinic to contact him and arrange for him to come in today for pump evaluation. He said he would rather do the latter since his symptoms are fine. Patient came in and was evaluated by senior nurses in the port lab. Patient is okay. Here is some information I obtained from the clinician about this patient: leakage is occurring either at the upper or lower site of the tubing where it connects to the needle or to the facility tubing. I can confirm we had used a 19g/ 1in needle, unfortunately the nurse accessing this patient's port did not chart the lot number. The leak occurred on the bard port needle in the top lumen where the cap connects.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient called into the answering service and thinks there is a small leak from the chemo pump. He was asked to come to the ed if he was not able to reach the facility since it is leaking chemo. He called the facility, and they turned it off. He called back and noted a small spill on the chest and his hand from before. No issues on the chest, his hand felt sore, so he put a burn cream on it. I discussed that he can either go to the ed for evaluation or wait for clinic to contact him and arrange for him to come in today for pump evaluation. He said he would rather do the latter since his symptoms are fine. Patient came in and was evaluated by senior nurses in the port lab. Patient is okay. Here is some information I obtained from the clinician about this patient: leakage is occurring either at the upper or lower site of the tubing where it connects to the needle or to the facility tubing. I can confirm we had used a 19g/ 1in needle, unfortunately the nurse accessing this patient's port did not chart the lot number. The leak occurred on the port needle in the top lumen where the cap connects.